Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# v311441, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7438, serial# (B)(4), product type: programmer, patient. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v311441, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
A consumer reported their implantable neurostimulator (ins) was replaced in 2013 and they did not remember what went wrong. The patient's indication for use is essential tremor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-18491.